Manufacturer narrative:
(B)(4).

Event description:
It was reported that the burr became stuck in the lesion. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. A 1.75mm rotalink¿ plus was selected to treat the target lesion. During the procedure, the physician delivered the burr to the lesion. However, it was noted that the device got stuck in the lesion. The procedure was not completed due to this event. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint unit was returned connected to the catheter. The burr was not returned with the device. The advancer knob was locked upon return in a backward position. The handshake connection was inspected and no damage was noted. The coil and the sheath were observed to be cut 1.5cm from the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the burr became stuck in the lesion. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending (lad) artery. A 1.75mm rotalink¿ plus was selected to treat the target lesion. During the procedure, the physician delivered the burr to the lesion. However, it was noted that the device got stuck in the lesion. The procedure was not completed due to this event. No patient complications were reported and the patient's condition was good.